Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum instrument was received for evaluation. The magnum instrument was visually inspected upon receipt, and it was found the cover is slightly bent and sleds have visible wear lines. The device was functionally tested and failed the tests as gun primed with lots of resistance and stylet sled had difficulty latching in place due to the gun is very dry identified during evaluation. Further, stylet sled force test results out of tolerance. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported failed to prime issue and the investigation is determined to be confirmed for the identified device gun primed with lots of resistance and stylet sled had difficulty latching in place. The root cause for the reported failed to prime issue cannot be determined as the problem could not be reproduced. The root cause for the identified device gun primed with lots of resistance and stylet sled had difficulty latching in place was determined to be the gun is very dry identified during evaluation. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Bd recommends the magnum instrument be cleaned and lubricated after every use to enhance the performance and longevity of the instrument. Silicone free, quality medical grade lubricant compatible with steam sterilization should be used to lubricate magnum instrument. Refer to the manufacturer's instruction to determine compatibility and for the use of the selected lubricating agent. Ensure all moving parts of the magnum instrument are lubricated. End - users may sterile the instrument after each cleaning and lubrication. H10: d4 (expiry date: 11/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly failed to prime. There was no patient contact.